Event description:
During an atypical atrial flutter procedure, functional issues with the dws resulted in the cancellation of the procedure. The ensite x system suddenly got really slow, not answering properly to the catheter movements, taking longer to respond to commands when clicking on buttons, opening menus, etc. The system was rebooted (amplifier and dws), cables were unplugged and plugged, the case was created for the same patient but the issue remained. The dws hardrive has only 4 cases in it. The issue was not resolved and the case was cancelled with no adverse consequences for the patient. The procedure will be rescheduled for the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One ensite x display workstation (dws) z4 was received for evaluation. The reported event was able to be confirmed by the logs. Based on the investigation, and information provided to abbott, the reported event was not able to be duplicated, however the root cause was attributed to the memory module in cpu0 dimm0 location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.